Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that throughout the day, the customer had been experiencing ongoing low blood glucose (bg) levels (55-66 mg/dl) after a bolus was delivered for food consumed. Sugar tablets were consumed to address the bg level. The customer did not know the cause of the low bg. A pump system check was performed and no device issue was identified. The pump data was reviewed and the amount of bolus that had been delivered was confirmed. The pump data was reviewed with the contact. Tandem technical support suggested the customer change out the pump supplies.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Bolus of 3.79 units with a carbohydrate intake of 28 grams was requested at 12:46pm on (B)(6) 2017, and not on (B)(6) 2017. There were no erratic basal rate adjustments. Unable to confirm complaint. There is no evidence of device malfunction.